Event description:
It was reported to medtronic neurosurgery that a strata valve resets and changes pressure level settings on its own.

Manufacturer narrative:
The valve was patent and met the requirements for reflux and leak testing. However it did not meet the requirements for pre-implantation, and pressure-flow testing. There was proteinaceous debris noted in the interior and exterior of the device. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4). Additional information: the device was removed and replaced with a delta valve, performance level 0.5 on (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was patent and met the requirements for reflux and leak testing. However it did not meet the requirements for preimplantation, and pressure-flow testing. There was proteinaceous debris noted in the interior and exterior of the device. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4). Additional information: the device was removed and replaced with a delta valve on (B)(6) 2015. Additional information: it was reported to medtronic neurosurgery through a legal claim letter that on (B)(6) 2014, the doctor performed a left suboccipital craniotomy for fenestration of the large cysts that were causing the patient¿s hydrocephalus symptoms. According to the claim letter, in late (B)(6) 2014, the patient started experiencing headaches and blurry vision. The patient received a high volume lumbar tap on (B)(6) 2014; and the lp shunt was implanted on (B)(6) 2014. On (B)(6) 2014, the valve was changed from pressure level 1.5 to pressure level 1.0 as the patient was experiencing headaches. The claim letter stated that, on (B)(6) 2014, the valve had changed from pressure level 1.0 to pressure level 2.5. The physician readjusted the valve to pressure level setting 1.0. On (B)(6) 2015, during a follow up visit, the valve had reset spontaneously to pressure level 2.0. The physician reset the valve to pressure level setting 1.0. According to the claim letter, eight days later on (B)(6) 2015 the patient began feeling changes in his head pressure. The valve had reset spontaneously to pressure level 1.5 and was readjusted to pressure level 1.0. On (B)(6) 2015, the doctor changed the setting to pressure level 0.5. The following changes in pressure level were also reported in the claim letter: (B)(6) 2015 (moved to 1.0; reset to 0.5); on (B)(6) 2015 (moved to 1.0; reset to 0.5); and (B)(6) 2015 (moved to 2.5; reset to 0.5).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional information: it was reported that revision surgery is scheduled for (B)(6) 2015. (B)(4).